Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction alarm and the alleged unexpected shutdown issues were verified. Additionally the alleged touchscreen issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. Subsequently, a malfunction alarm occurred. Additionally, the touch screen was unresponsive. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level ranged between 148-250mg/dl.